Event description:
Initial result for a pt creatinine was 13.4 mg/dl. When repeated, the result was 0.7 mg/dl. The incorrect result was not used to guide therapy. The field service rep found the r1 and r2 probes were out of adjustment and repaired the analyzer by adjusting the probes.